Event description:
For the past 5 months, pt has been using device as recommended by peridontist for gum recession. Now pt has irritated gums, white bumps and has lost additional gum tissue. They have noticed that at times, the bristles don't move "side to side" as they should, but harshly "in and out". Pt has had pain, but thought that was part of their gum condition. Blames the malfunctioning toothbrush on their worsening gum condition.